Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2019, the lay user/patient contacted lifescan (lfs) USA, alleging that her onetouch ultra2 meter incorrectly displayed the meter message ¿blood glucose above 600 mg/dl¿. The complaint was classified based on customer service representation (csr) documentation as well as additional information obtained when the medical surveillance specialist reviewed the call as the patient was unable to be reached for follow up. The patient claimed that the alleged meter message appeared at 2:39 am on (B)(6) 2019. The patient claimed that she woke up at 2:39am with a symptom of ¿shaking¿. The patient claimed that in response to this symptom she drank some orange juice and then performed a blood glucose test with the subject meter. The patient reported that the meter displayed the message ¿blood glucose over 600 mg/dl¿ and claimed that in response to this message she gave herself 58 units of humalog. The patient claimed that an unspecified time later her symptoms worsened, and she reported having symptoms of ¿stomach pains, started seeing black spots, felt dizzy and fainty, was disoriented and very weak, she felt like she was about to vomit and couldn¿t walk due to her shakiness¿. The patient reported calling 911 in response to her symptoms and when the ambulance arrived they checked her blood glucose with their meter (result not provided) and took her to the emergency room (ER). The patient claimed that while at the emergency room they put her on an IV and gave her medication for her stomach pain (type of IV and medication received was not specified). The patient claimed she was kept there for a while and when she was returned home at an unspecified time she tested herself with the subject meter and obtained a result of ¿257 mg/dl¿. At the time of troubleshooting, the csr noted that the subject meter was not being used for the first time. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of a serious injury adverse event after she gave herself 58 units of humalog in response to the alleged meter message obtained with the subject meter.